Manufacturer narrative:
Sales representative confirmed that the cause of the patient's catheter migration is due to the "tricky placement" of the catheter. Additionally, representative stated that the patient would not listen to the post-procedure recommendations. Patient would not exercise caution in relation to activity level. Representative stated that there was nothing wrong with the catheter itself, and that the catheter likely migrated due to the tricky placement and patient activity. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending physician's input on cause of migration. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative reported that a catheter revision occurred due to the catheter tip had migrated from c1 to c4. The patient reported an increase in pain. During the revision, the catheter tip was moved back to c1.